Event description:
Customer states that results of 0.0 were obtained for ck(creatine kinase) and tbil (total bilirubin) run on the "cartridge chemistry side" of the synchron lx 20 system and reported by the laboratory. Repeat testing gave higher values for both measurements. The physician did not believe the results, and no treatment was initiated or modified based on the results reported by the laboratory. Beckman coulter field service personnel identified that the syringe valve had not 'homed' properly. Homing failures are very remote, and result in low, zero, or suppressed results for assays run on the cartridge chemistry side of the lx system. If the laboratory reported the results, and the health care practioner did not interpret them in conjunction with patient presentation, other diagnostic or laboratory tests, there could be a potential to modify patient treatment.